Manufacturer narrative:
(B)(4).

Event description:
The patient presented to ER on (B)(6) 2015 after she received 10 shocks from her defibrillator. Chest x-ray per hospital notes noted migration of ventricular lead up into atrium. Patient then proceeded to have a rv lead revision on (B)(6) 2015 due to rv lead dislodgement. There were no adverse patient side effects reported due to the revision. This device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.